Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and found that the control unit was not functioning. It was determined that this condition was due to a short circuit therefore all batteries used on this handpiece became defective as the fuse was triggered. It was noted that the device was in a very good condition and no residual liquid was detected. It was also noted that the device failed pre-repair diagnostic tests for off/oscillation/on switch mode function, the oscillation angle, switching function, the triggers and electronic control unit (ecu) function, the function with the electric pen drive (epd)-console, and power with test bench. The reported condition was confirmed. However, the assignable root cause was not determined as the control unit is sealed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI - (B)(4). Reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 8 for the same event. It was reported from norway that during an unspecified surgical procedure it was observed that the small battery drive device and two battery devices broke down and did not function properly when used with a battery casing device. It was reported that a second small battery derive device and two additional battery devices with another battery casing device were used but they still did not work or ¿shortcutted¿. It was not reported if there were any delays in the procedure due to the event. It was not reported if additional spare devices were available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.